Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine testing, the evis exera iii colonovideoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The device was not rinsed before manual disinfection. The automated endoscope reprocessor (aer) used was soluscope series 4 with anios detergent. The customer reported unspecified defects on the aer. All channels of the endoscope were connected when setting up in the aer. The concentration and expiration date of the disinfectant were controlled. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a surestore simple cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 4 colony forming units (cfus) /100ml of coagulase-negative staphylococcus. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the bending section cover adhesive had discoloration, the mouth guard piece for endoscopy was damaged, and the scope connector cover was broken.

Event description:
The customer reported to olympus that during routine testing, the evis exera iii colonovideoscope was sampled twice and did not pass the microbiological tests. The first test was performed on (B)(6) 2023 and all channels were sampled. The results detected 36 colony forming units (cfus) /100ml of staphylococcus epidermidis and stenotrophomonas maltophilia. The second test on (B)(6) 2023 sampled the air/water channel and found 17 cfu/100ml of micrococcus luteus, rhizobium radiobacter, and stenotrophomonas maltophilia.